Manufacturer narrative:
The reported event was unconfirmed as the product meets the specifications. Visual inspection noted one opened magic 3 intermittent catheter with package was received. No obvious defects were noted. The product had met specifications. A potential root cause for this failure mode was unable to determine due to the reported issue was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Per investigation a labeling review was not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that 16 fr urological catheters were packed as 14 fr catheters. Per additional information received on 14apr2021 the customer stated that half of a box of 15 had the issue. Per follow up via phone on 05may2021 it was stated that the catheters visually looks bigger and were not tapered at the end which made the catheter difficult to insert. The customer was still able to void the bladder. Also reported that the catheters were bigger did not have enough lubrication.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that 16 fr urological catheters were packaged as 14 fr. Per additional information received on 14apr2021, customer stated that half of a box of 15 had the issue.